Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead was experiencing loss of capture and the pacing function was not working appropriately. There was no noise on the rate sense or shock channels; however, the pacing impedance had increased and was reported to be 2000 ohms. The shock impedance was normal. The sensing was appropriate; however, the capture threshold had increased and the rate sense portion was unable to pace. As a result, the rate sense portion of this lead was capped, and a non-guidant pacing lead was implanted. The shocking portion of this lead remains in service. No adverse patient effects were reported; this patient is not pacer dependent.